Event description:
It was reported that the tear drop label on the bd micro fine¿ + pen needle packaging had detached, leaving the unit unsealed. The following information was provided by the initial reporter, translated from japanese: "this is a report about detachment of tear drop label. According to the customer's report, the tear drop label was found not to be sealed before use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop label on the bd micro fine¿ + pen needle packaging had detached, leaving the unit unsealed. The following information was provided by the initial reporter, translated from japanese: "this is a report about detachment of tear drop label. According to the customer's report, the tear drop label was found not to be sealed before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-dec-2022 h6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 1272210, cat. No. 320136. Visual examination of the returned sample and photos was returned and it was observed that the tear drop label was not fully attached to the pen needle and there is no evidence of a heat seal being applied. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause of this issue is the compliance pin which lifts the cover of the pen needle, to enable bonding of the teardrop label not to have lifted due to an obstruction on the line during the sealing process. H3 other text : see h10